Event description:
The reporter stated that during a lapidus procedure the surgeon attempted to place two screws for compression from the cuneiform to the second metatarsal base. Both screws were pre-drilled. During implantation, both screws broke about mid shaft. The threaded portion of the screws could not be removed from the bone. Integra has requested additional information from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.